Event description:
Cardinal health peel pouches external class one chemical indicator did not consistently change from green to purple. Although all parameters were met. Contacted all of our facilities and they all have the same issue. Many lot numbers. Reference report: mw5155136.